Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the shocking was not determined. The issue was resolved after the patient was reprogrammed. The patient was seen on 7/26 and was reprogrammed. There were no apparent issues at this reprogramming meeting. The patient (pt) reported that they felt like the issue was resolved after they received a new remote and was reprogrammed.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID 97745bp, serial# (B)(6). Product type: accessory. Product ID 97745, serial# (B)(6). Product type: programmer. H3: product ID 97745bp, serial# (B)(6) was returned for product analysis. Analysis found the complaint was unverified, the battery charged when placed in a known good controller and was read by a battery pack reader and met specification requirements. Product ID 97745, serial# (B)(6) was returned for product analysis. Analysis found the failure was unconfirmed; unit pairs and charges ins and internal battery pack and powers up with battery pack, ac charger and aa batteries. They were able to pair and communicate with the test implant via wireless and activate and deactivate stim functions. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6), product type recharger product ID 97745bp lot# serial# (B)(6), product type accessory product ID 97745 lot# serial# (B)(6)product type programmer, patient b3: event date is year valid .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the recharger antenna cord was frayed and the issue began a few months ago. An email was sent to the repair department to replace the recharger. Patient stated when they plugged the charger to the antenna it sparked and shut down the controller and the pt had to reset controller. Pt also related the bad recharger to possibly have affected their implant settings because their internal stim is not working as they should. Pt stated the mdt rep stated they are seeing a pattern they have not seen before and are going to meet with them tomorrow to inspect implant. Patient also stated they were having a problem their controller. Pt reported something strange happened 2 days ago patient stated the controller had a visible "spark" and then it stopped working. Patient stated it was storming that day and they went to turn their controller on by pressing the up / down arrows and the controller " sparked " and it would not turn on after that. Pt stated when they pressed the up and down arrow the whole system sparked. Patient stated after the spark the controller went blank and would not do anything. Patient verified the controller was not connected to the ac power cord when they were using it patient stated their whole body has been sparking since then patient stated that they have not charged the implanted neurostimulator in 2 days. Pt verified they have not had any traumas / events. Patient service specialist had patient remove the li battery pack from the controller and connect the controller to ac power without the battery pack patient verified that the controller does not power up. The issue was not resolved. An email was sent to the repair department to replace the controller and li battery pack. Pss is sending a message to the rep regarding pt report of feeling shocking sensation in their whole body. Pss suggested that pt contact the hcp about their symptom.